Manufacturer narrative:
Inspected 3 opened/used partial sensors and performed visual inspection and found 1 of 3 sensors with cannula retracted inside sensor base and found broken cannula broken part is missing. Second sensor found with blood at the contact pad, and 3rd sensor found cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Missing 3 needles.

Event description:
The customer reported via phone call sensor anomaly. The customer¿s blood glucose was unknown. The customer advised their sensors did not function properly. The customer was advised to return the sensors for analysis and that replacement sensors would be sent out.

Manufacturer narrative:
Inspected 3 opened or used partial sensors and performed visual inspection and found 1 of 3 sensors with cannula retracted inside sensor base and found broken cannula broken part is missing. 2nd sensor found with blood at the contact pad, and 3rd sensor found cannula broken, broken part is missing. See picture attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened or used. Missing 3 needles.